Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent and stretched. It could not be determined when this damage occurred. A leak test found no signs of leakage in the fluid path. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod between 4 and 24 hours on the arm. Insulin was noticed to be leaking out. A manual insulin injection using a pen was administered to treat the hyperglycemia.